Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device under infused. The reported product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg 3/27/2024 one device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and scratched lcd lens. No evidence was available to review in the event history log. Functional testing was unable to replicate the reported issue; the pump was found to be within specifications. The root cause was undetermined. Preventive maintenance was performed. Service history review identified the device was previously serviced for a related complaint for keypad issues as a passable delivery accuracy test was performed.